Manufacturer narrative:
H11: internal complaint reference: (B)(4). H3, h6: part of the device, used in treatment, was received for evaluation. A visual evaluation showed the device was not returned with any original packaging. The anchor, plug, and stay suture were not returned. The insertion device has no visible defect. An analysis of a customer provided image found the insertion device of a footprint ultra pk suture being held. No anchor can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified, and each lot must be accompanied by a material certificate of analysis. A material assessment could not be performed due to the part not being returned for evaluation. The root cause could not be determined since the reported malfunction could not be duplicated during the investigation. Please refer to the instructions for use for precautions and warnings related to the use of the device. Based on this investigation, the need for corrective action is not indicated.

Event description:
It was reported that during the shoulder rotator cuff repair surgery, the footprint ultra anchor broke during the implantation process. The broken pieces were removed with tweezers. The procedure was successfully completed with a delay of less than 30 minutes using a smith and nephew back up device on the originally drilled bone hole of 3.8mm, no void was left in patient. No further complications were reported.

Manufacturer narrative:
Internal complaint reference: (B)(4). H11 h3, h6: this complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.